Event description:
Reference number (B)(4). Event occurred in france. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was detached after a day of installation. No further information available.